Event description:
It was reported that two surgeries were carried out to reposition the implant stimulator, as it was displaced. After the first surgery, performance began to decrease. After the second surgery, implant displaced again with edema of the skin, infection and subsequent extrusion of the implant. The pt was explanted on (B)(6) 2011. Later reimplantation is considered.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.